Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the receiver was overheating. No additional event or patient information is available. The device has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. Functional testing was attempted but could not be performed because the receiver would not boot up; therefore; the data log could not be downloaded. The receiver re-initializing continuously. The customer complaint could not be confirmed due to receiver does not boot up and is re-initializing continuously. The reported event of an overheating receiver could not be confirmed. A root cause could not be determined.